Event description:
The multileaf collimator leaves (mlc) appeared orange on the treatment workstation screen, indicating that they had not yet reached the target position. However, the customer reported that all interlocks were cleared, apparently allowing the customer to beam on. The actual physical position of the leaves has not been determined. If the radiation therapist did not notice that the leaves were showing orange on scree, and the leaves were actually in the wrong position, but continued with treatment, it cannot be ruled out that it would lead to pt mistreatment. Treating with a wrong mlc shape could lead to a critical structure that would not otherwise receive radiation being exposed.